Event description:
It was reported that there was corrosion damage in the battery holder of the mobile power unit (mpu). Visual inspection revealed corrosion damage in the battery holder, and no functional test was performed due to the corrosion damage. The battery holder was to be replaced.

Manufacturer narrative:
A1-4: no patient involved. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a fluid ingress issue was confirmed with the returned mobile power unit (mpu)(serial # (B)(6). During evaluation at the european distribution center, visual inspection of the battery holder assembly revealed residue from what appears to have been fluid on the spring contacts. The unit was not connected to the power outlet as a precaution. The damaged part was replaced to resolve the issue. Electrical measurement between the contacts did not reveal any continuity issue. The unit passed all testing per the service process procedure and was returned to the rental pool. A root cause of the fluid ingress issue could not be determined through this evaluation. Heartmate 3 patient handbook rev g, cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5, ¿alarms and troubleshooting¿ all alarm conditions are addressed. Under section 8, equipment storage and care, general cleaning guidelines for all equipment use a damp cloth to clean exterior surfaces of the system components, as needed. Water, with or without a mild dish soap, may be used as a surface cleaner. Warning do not allow water to penetrate into the interior of the equipment. Do not immerse equipment in water or liquid. Immersion in water or liquid may cause the pump to stop. Heartmate 3 instructions for use rev g, under section d, safety checklists, replace any equipment or system component that appears damaged or worn. Under section 8, equipment storage and care, general cleaning guidelines for all equipment use a damp cloth to clean exterior surfaces of the system components, as needed. Water, with or without a mild dish soap, may be used as a surface cleaner. Warning do not allow water to penetrate into the interior of the equipment. Do not immerse equipment in water or liquid. Immersion in water or liquid may cause the pump to stop. No further information was provided. The manufacturer is closing the file on this event.